Event description:
It was reported that the patient experienced syncope and presented in the emergency room. The right ventricular lead exhibited loss of capture and unacceptable thresholds. The lead was dislodged. The patient went asystolic while in the emergency room and external pacing patches were applied. Subsequently, a temporary pacing wire was placed in the neck. The lead was successfully repositioned on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.